Event description:
Closed blood sampling protection system became disconnected at the sampling site and two-way stopcock while withdrawing blood sample. Umbilical catheter was immediately clamped and a new system was connected. There was no blood loss. There was a recent product recall of this product, but the lot number associated with this incident was not on the recall list. (B)(4).